Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 it was reported a patient in croatia underwent a procedure for a nasogastrojejunal tube placement on (B)(6) 2020. On (B)(6) 2020 the application of duodopa intestinal gel was started. The peg tube was placed (B)(6) 2020. The patient was hospitalized from (B)(6) until (B)(6) 2020 when the patient passed away. The cause of death was reported as unknown. It is unknown if an autopsy was performed. Though requested, additional information was not provided.